Event description:
It was reported that during an unknown case, there was an unknown error code. The case was completed with another device. No patient consequence.

Manufacturer narrative:
Date sent: 01/31/2008information was not provided by the initial contact.